Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent, coincident with automated peritoneal dialysis therapy. The cloudy effluent was manifested by abdominal pain. The patient experienced the abdominal pain sixteen days prior to the onset of the cloudy effluent and six days after the onset of the abdominal pain, the patient went to the hospital for the events, but it was not reported if the patient was hospitalized for the pain. The cause of the events was unknown. On an unreported date, the patient began treatment with paracetamol 1 tab orally and brupacil 1 tab orally (dosage, frequency, and duration not reported) for the abdominal pain but treatment for the cloudy effluent was not reported. At the time the events occurred, peritoneal dialysis therapy was ongoing. The patient recovered from the cloudy event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient did not experience cloudy effluent and that there was not a peritonitis event experienced by this patient. The device is no longer considered suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.